Manufacturer narrative:
(B)(4). Conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. During the procedure, while the surgeon was tensioning the tape, the scrub nurse was directed to clamp the mesh which has a plastic sleeve over it and cut the plastic trocar sheath from the mesh. The scrub nurse clamped the mesh and plastic sleeve but instead of cutting above the clamp, she cut the mesh below the clamp at the skin level. This was immediately noticed by the surgeon. Since the plastic sleeve was still on the mesh, the mesh reseeded into the patient. The surgeon then had to cut the patient partly open in order to retrieve the mesh so the plastic sleeve could be removed. Another surgeon had to be called in to assist in the mesh and plastic sleeve retrieval. Once the mesh and plastic had been located and clamped, the surgeon could then tension the tape and complete the procedure.